Event description:
It was reported that the patient was implantable pulse generator (ipg) was not holding a charge. The patient underwent a procedure wherein the ipg was replaced and repositioned. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility and will not be returned.

Event description:
It was reported that the patient was implantable pulse generator (ipg) was not holding a charge. The patient underwent a procedure wherein the ipg was replaced and repositioned. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.